Event description:
Customer called stating that the meter does not flash the previous reading when a strip is inserted. Also it turns on but then goes off. A review of the system was conducted over the phone. It was determined that segments were missing intermittently. The customer was asked to return the meter for evaluation and a replacement meter was provided.